Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the ¿device could not be put on the cooper¿s ligament¿, please clarify: was the reported issue that the strap could not be put on the mesh/tissue and the strap could not adhere to the mesh/tissue? Or was the reported issue with the functioning of the device (i.e, was the device unable to release a strap when fired, was the device jammed and unable to be fired, was the handle/trigger of the device locked)? Is the lot number available of the device involved in the event? Was the procedure open or laparoscopic? If a hernia procedure, please provide the procedure type (i.e., inguinal, femoral, ventral, incisional)? Were there any adverse patient consequences? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure and absorbable straps were used. The device could not be put on the cooper¿s ligament. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information has been requested.